Manufacturer narrative:
Please note that the lead was implanted in 2015, but the exact implant date was unknown.

Event description:
It was reported that noise leading to oversensing was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed and the patient was stable and will continue to be monitored. There were no adverse consequences.